Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, post-paced t-wave over sensing was observed. Reprogramming was performed. The patient's condition is fine after the event.